Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the journal of orthopedic science titled ¿stepwise decision making for cfl repair in addition to arthroscopic atfl repair yields good clinical outcomes in chronic lateral ankle instability regardless of the remnant quality¿. The study reviewed seventeen (17) patients who underwent foot and ankle procedures using arthrex fibertak devices. One (1) patient was documented to have had ankle instability resulting from recurrence (lapidus arthrodesis) during the twenty-one (21) month follow-up period. Ref: nakasa, t., et al. (2023). "Stepwise decision making for cfl repair in addition to arthroscopic atfl repair yields good clinical outcomes in chronic lateral ankle instability regardless of the remnant quality." J orthop sci 28(5): 1087-1092.